Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high, compared to another meter (onetouch ultra) the complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017, alleging that he obtained an inaccurately high blood glucose reading of ¿167 mg/dl¿ with the subject meter compared to ¿120 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes using insulin (self-adjuster), it is not known if he made any changes to his normal diabetes management regimen in response to the alleged issue. About a week after the alleged meter issue began, the patient reported he developed symptoms of ¿perspiring profusely and confused¿. The patient reported that in response to the symptoms, the emergency medical services were called. On arrival, a blood glucose result of ¿54 mg/dl¿ was obtained on the emergency services meter, the patient reported that he was treated by the emergency medical services with glucose tablets/gel. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.